Event description:
It was reported that this implantable cardioverter defibrillator (ICD) received an alert for increase in shock impedance measurements, measuring at 126 ohms on the right ventricular (rv) channel. Technical services (ts) reviewed the data and stated that there were no events with noise on the rv electrogram (egm), however there was some incidental noise seen on the shock egm, which could be myopotential noise on the unipolar channel. Ts recommended troubleshooting options and to perform lead integrity testing. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) received an alert for increase in shock impedance measurements, measuring at 126 ohms on the right ventricular (rv) channel. Technical services (ts) reviewed the data and stated that there were no events with noise on the rv electrogram (egm), however there was some incidental noise seen on the shock egm, which could be myopotential noise on the unipolar channel. Ts recommended troubleshooting options and to perform lead integrity testing. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the rv threshold have been rising and currently at 2.6v.